Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that torque was not transmitted and therefore the helix could not be extended. The physician suspected this was due to device anomaly. A new lead was used to complete the procedure. There were no patient consequences.